Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The medium-large clip applier instrument was found to have the grip input disk #7 completely detached. The instrument was found to have corrosion on the bearings.

Manufacturer narrative:
Intuitive surgical, inc. (Isi has received the medium-large clip applier instrument, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not clipping. There was not enough force in the clip applier. The customer removed the instrument and replaced it with a working one. The procedure was completed as planned with no reported injury.